Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was being inserted via the axillary artery graft to support the 75 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. Prior to the pump being placed the patient was on an intra-aortic balloon pump (iabp) for support. The underlying medical history was not shared. Despite all efforts and wire exchanges the pump failed to deliver to the left ventricle. The native anatomy was tortuous and the prior impella 5.5 failed to deliver, so it was removed and replaced by this impella cp. The exchange was performed with no consequence to the patient. The cp also failed to deliver and so the impella support was aborted. The patient did survive.

Manufacturer narrative:
Failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient¿s vessel tortuosity.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code e2343 and a23. Added code e2403.